Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied information revealed that the instrument bun calibration factor was almost double the typical factor. The customer had incorrect bun settings in the instrument. Additionally, beckman coulter inc. Assessment of customer supplied information revealed that not only was bun quality control results outside of customer established specifications but also calcium and inorganic phosphorous qc results. The customer did not question any calcium or phosphorus patient results. As all of these chemistries are executed on the same instrument inner cuvette wheel, beckman coulter inc. Personnel advised the customer to replace the s2 syringe. Replacing s2 syringe resolved the issue. Upon completion of the repair, the instrument was returned into service.

Event description:
The customer reported that approximately two hundred erroneous elevated blood urea nitrogen (bun) results were generated on the olympus au2700 clinical chemistry analyzer over an undisclosed period of time. Actual patient results associated with this event, the dates on which they were generated, and the exact number of erroneous results generated, was not provided by the customer. Erroneous bun results were reported outside of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. The customer indicated that approximately two hundred amended reports were issued. Patient repeat results were not provided by the customer. Instrument assay calibration results on (B)(6) 2011 were elevated and quality control results exceeded customer established specifications. Patient demographic information and sample collection/handling information was not provided by the customer.